Manufacturer narrative:
The remaining device was evaluated and the investigation was concluded. The reported issue was confirmed. The device was repaired and returned to service.

Event description:
This report summarizes 101 malfunction events, where it was reported the cot was difficult to load/unload or could not catch the safety hook. There was 1 event with patient involvement that resulted in pain to the patient; no other adverse consequences were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 97 devices were evaluated in the field and the issue was confirmed; 11 devices had alignment issues, 5 devices had loose components, 1 device had a missing component, 4 devices had dirty components, 19 devices had bent components, 11 devices had worn components, and 46 devices had broken/damaged components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 101 malfunction events, where it was reported the cot was difficult to load/unload or could not catch the safety hook. There was 1 event with patient involvement that resulted in pain to the patient; no other adverse consequences were reported.